Event description:
It was initially reported that the device has sized and was unable to be used. Additional clinical information determined that the issue occurred during surgery, wherein the device was not engaging properly and only part of the graft specimen was meshed while the rest was ruined. There was a patient impact reported and an additional graft harvest was required. There was an extension of about 16-30 minutes to the procedure while the patient was under anesthesia. There was no alternate device was that used in the event.

Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.